Event description:
The customer's father reported via phone call that the sensor had site issue and had itching. The customer was given an topical treatment via her dermatologist. The customer¿s blood glucose was 81 mg/dl. The customer was declined to troubleshooting for searching for sensor signal and no sensor signal. The sensor will be returned for analysis.

Manufacturer narrative:
The information was not included in the initial report. The correct information has been provided with this report.